Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received two inappropriate shocks while sleeping. Episode review noted smart pass was off. The r-wave signal had diminished and then p-wave over sensing occurred. A boston scientific technical services consultant stated the amplitude reduction is likely due to positional change. Testing was performed and review of the s-ECG which was recorded in office with the patient lying on side, similar position to when the patient was sleeping, and the inappropriate shocks were received. Auto setup selected primary vector and turned on smart pass. Eight months later another inappropriate shock was delivered. Data review noted the p-wave measurement and qrs complex were the same amplitude and the device was triple counting the p-wave, qrs and t-wave. X-ray identified the electrode was in a high position. A revision procedure was performed, and the electrode was removed from service and replaced. No additional adverse patient effects were reported.